Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire and there was staple formation. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right hemicolectomy, when using the new open stapler to detach the right colon, the resistance was too high, and it could not be fired. After using the original device handle and replacing it with the new reload, it still could not fire. Finally, after replacing it with the new open stapler, it was fired normally. When the new circular stapler was subsequently used to anastomose the transverse colon ileum, it was observed that the staples were poorly formed, the anvil did not tilt and sutures were subsequently used to add suturing. The patient was reported to have undergone chemotherapy or radiation treatments.

Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap, (lot #p2a0299s) eea28, eea28 eea 28mm-4.8 sgl use stapler, (lot #p3d0166s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.